Event description:
No additional or corrected information to report.

Manufacturer narrative:
Multiple MDR reports are filed for this event. See 0001038806-2023-00486-1, 0001038806-2023-00488-1, 0001038806-2023-00489-1, and 0001038806-2023-00491-1. This report is being submitted to report additional information. The following sections are being reported: d9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H10: additional narratives/data. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple MDR reports are filed for this event. See 0001038806-2023-00486, 0001038806-2023-00488, 0001038806-2023-00489, and 0001038806-2023-00491. Patient weight is not provided / unknown. Unique identifier (UDI) number is not provided / unknown. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to peri implantitis.